Event description:
The customer reported that the device, plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing,qty20, was being used during a cesarean section procedure on 5oct23 when it was reported, ¿doing electrocautery on a woman for c section and doctor said that the pen itself got so hot that it burned the patient¿s anatomy. Completed procedure. Had to treat the burn injury.¿. A delay was caused by this incident; however, the length of time is not known. Further assessment questioning found that there was no degree of burn diagnosed; however, it was reported that, ¿burned tissue of bladder, but did not make a hole.¿. Medical intervention was provided by extra sutures at the burn site and the patient was listed as ¿stable and discharged¿. There was no report of extended hospitalization for the patient. This report is being raised due to the reported injury of unknown degree of burn to patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing,qty20, was being used during a cesarean section procedure on (B)(6) 2023 when it was reported, ¿doing electrocautery on a woman for c section and doctor said that the pen itself got so hot that it burned the patient¿s anatomy. Completed procedure. Had to treat the burn injury.¿. A delay was caused by this incident; however, the length of time is not known. Further assessment questioning found that there was no degree of burn diagnosed; however, it was reported that, ¿burned tissue of bladder, but did not make a hole.¿. Medical intervention was provided by extra sutures at the burn site and the patient was listed as ¿stable and discharged¿. There was no report of extended hospitalization for the patient. This report is being raised due to the reported injury of unknown degree of burn to patient.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: not to activate the instrument when not in contact with target tissue, as this may cause injuries due to capacitive coupling. Plumepen® elite is designed and intended only to be used with an electrosurgical generator that has been tested to the iec 60601 standard. Please refer to generator to ensure compatibility. Inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. Insulation failures may result in burns or other injuries to the patient or operator. We will continue to monitor for trends through the complaint system to assure patient safety.